Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
During preparation for a coil embolization procedure, the hospital staff opened a ruby coil packaging and the ruby coil dispenser hoop bounced off the table and onto the floor. The ruby coil was dropped on the floor prior to use and therefore, was not used in the procedure. The procedure was completed using another ruby coil.